Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of monopolar yaw pulley thermal damage to be related to the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The root cause of thermal damage instrument monopolar yaw pulley is typically attributed to misuse. Additional findings related to customer reported complaint was that the instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed as a result. The damage was located at the distal end on the monopolar yaw pulley. Material missing. For clarification, the distal end was disassembled in-house for further inspection and no damage to the conductor cap was observed. The instrument was not found to have damage on the ceramic sleeve. The instrument passed the electrical continuity test. The root cause is attributed to component failure. The instrument was found to have thermal damage on the edge of the distal clevis. The root cause is attributed to misuse. Additional findings not reported by site was that the instrument was found to have mechanical indention/burrs on the face of the distal clevis. The root cause is attributed to misuse. The instrument was found to have mechanical indentation/burrs on the edge of the distal idler pulleys. The root cause of mechanical indentations/burrs instrument distal pulleys is typically attributed to misuse, such as instrument collisions or impact from an external object. A review of the instrument log for the permanent cautery spatula instrument (pn# 420184-11 / lot# n10161021-462) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, smoke was observed at the tip of the permanent cautery spatula instrument. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer stated the instrument was not inspected prior to use; however, no damage or anything out of the ordinary was identified. No damage was found after the smoke was observed. When the surgeon tried to apply energy with the third party covidien valleylab force electrosurgical unit with a coagulation setting of 30 on patient¿s tongue tissue, the smoke come out between the jaw where the ceramic plate is. No injury was reported and the patient has not returned to the hospital with any post-surgical complications. No interoperative instrument collisions occurred. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No photographic images or video is available to review.